Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported field event of noise was confirmed in the laboratory. During analysis, periodic noise was observed on the rv channel. The noise is believed to be caused by an anomalous component.

Event description:
It was reported that the device was explanted due to noise on the rv channel.